Manufacturer narrative:
B5, d10, h6.

Event description:
It was reported that during trauma surgery, the trauma interface gave problems on friday in a case. The monitor was reading that the red and green circles were concentric in the middle of the distal screw hole, however when it was tried to drill through said screw hole it was hit the nail despite the monitor showing that the drill was in the right spot. The procedure was completed after a non-significant delay (about 25-30 minutes) making an additional bone hole, because the original hole we drilled was too anterior. . No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during trauma surgery, the trauma interface gave problems on friday in a case. The monitor was reading that the red and green circles were concentric in the middle of the distal screw hole, however when it was tried to drill through said screw hole it was hit the nail despite the monitor showing that the drill was in the right spot. It is unknown how the procedure was completed or if there was any delay. No other complications were reported.

Manufacturer narrative:
Corrected data: d1, d4.

Manufacturer narrative:
H3, h6: the devices were received; however, a physical evaluation was not possible as the products were inadvertently misplaced. The photograph was reviewed and revealed that the nail is chipped. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. A damaged sensor, calibration accuracy damage due to wear or an outdated software version are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.